Manufacturer narrative:
E1 - initial reporter phone: (B)(6). H3: neither samples nor pictures were received for analysis. Without the return of the product a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined. The device history record of reported lot number: 6005597 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported that after compounding, the cassette bladder started to leak from bottom left corner. The event occurred immediately on use. There was no patient involvement.